Event description:
The patient had a bilateral augmentation in 1990. The patient had placed replicon, size 10 and meme size a and 2. The following information was available: replicon size 10; cat. No. Re10-355, control no. 10300084; meme size 1, cat. No. Mpi-120, control no. 10285755 and size 2, cat. No. Mp2-140, control no. 10245302. The patient immediate after wards developed fatigue,mylagia, and arthralgia. The pateint had a bilateral periprosthetic capsulecomty with removal of the implants. The outer foam covering was attached to the capsule and there was some free foam material.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was destroyed/disposed of.